Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, describing feeling low around 80 mg/dl and reporting a lowest value of 68 mg/dl for about 20 minutes; the user stated breakfast meal insulin felt excessive and that they paused insulin to avoid going low. Symptoms included perceived hypoglycemia without loss of consciousness, dizziness, or other acute sequelae. Outcomes included no medical intervention, no ketone testing, no backup therapy, and no hospitalization. Investigation included complaint intake review, review of the provided report, and user education with training resources. Investigation of this case revealed no confirmable device malfunction based on available data, with cause of hypoglycemia remaining unclear and user-reported behavior of pausing insulin and concerns about meal dosing noted. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.